Event description:
Caller states the pt tested 3.0 inr on the device and 1.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.